Event description:
During outreach call, customer reports of receiving no delivery during bolus in the past and was able resolve issue with infusion set change. Customer's blood glucose was unknown. Customer would like to return infusion set for analysis. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.